Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had a blocked needle. The following information was provided by the initial reporter: "...there are no holes in the syringe itself to draw up the medicine....".

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip the tip is broken the following information was provided by the initial reporter: "...there are no holes in the syringe itself to draw up the medicine...." Per customer response: yes the tip is broken and it is melted so u cant put fluid in it.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported bd plastipak¿ syringes with luer-lok¿ tip the tip is broken the following information was provided by the initial reporter: "...there are no holes in the syringe itself to draw up the medicine...." Per customer response: yes the tip is broken and it is melted so u cant put fluid in it d10: device available for eval yes. D10: returned to manufacturer on: 17-dec-2022. H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be twisted and detached and the thumb press of the plunger was broken. There was no evidence the tip was melted. A device history review was performed for reported lot 2201099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were reviewed and verified to be within required limits. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage or defects were observed on the syringe tips or plungers, the tip were properly molded, and fluid could flow through the tip of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, it is possible the thumbpress broke during movement within the manufacturing equipment. Given the device records do not indicate an issue and no defects were observed in the retained samples, we cannot identify a root cause related to our manufacturing process at this time in relation to the issue observed with the tip.